Manufacturer narrative:
The complaint device has not been returned for evaluation. However, the hospital provided a picture of the complaint device. Based on the provided images, we could conclude that the balloon was damaged. It is possible that the balloons was damaged either by sharp calcified plaque or by the user's instruments. The lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing and packaging processes. All manufacturing and quality control steps were completed in accordance to manufacturing instructions. We also have not received any other complaints for devices from the complaint lot, and therefore we believe that it was isolated incident. Device was not returned for evaluation.

Event description:
The surgeon tested the shunt before the procedure and everything worked. After about 30 minutes from the beginning of the procedure, the common balloon failed, forcing the surgeon to take it out immediately and clamp the common carotid artery with a tourniquet. The patient was not injured due to this incident.